Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump was left on until 5:30am. Ordered therapy was normally from 7am to 10pm. It was reported that the family had fallen asleep and missed turning the pump off and was consulted to speak with primary care provider. There were no reported complications or adverse effects.